Event description:
Received notice that during a 10 day post-op visit x-rays indicate the cervical plate was pulling out. X-rays obtained immediate post-op, 10 days post-op, 35 days post-op and 35 plus days post-op indicate that c-7 vertebrae was deteriorating. Surgeon indicated that the patient was non-osteoporotic. X-rays were reviewed by another surgeon and it was determined that the c-7 endplate must have been compromised/damaged and was deteriorating thus causing the screw purchase reduction. Attending surgeon indicated no revision surgery intended at this time, patient will be monitored.